Event description:
The customer started the rf generator, which gave the caution "uneven heating, adjust compression". The customer said after adjusting compression, the rfg gave this caution 2 more times. The customer removed the closurefast catheter and noticed a piece of plastic sticking to the side of the heating element. He did not observe this plastic when he initially inserted the catheter. The customer opened a second catheter and completed the case without further incident. Investigation of the returned closurefast on (B)(6) 2014, found a "bulge" approximately 4" from the distal tip. It did not appear to be from an external source rather, the clear coating of the heating element expanded in the section where "bulging" was observed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.